Event description:
Customer reported that a tubing separation occurred in the emergency room. The tubing was attached to bag when separation discovered. It is not known if tubing was attached to pt at time of event. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.